Manufacturer narrative:
The investigation of pump did not start has been completed. The impella device was not returned for evaluation. The pump was not returned. The cause of the pump unable to start was not determined since product was not returned, data logs showing the pump attempting to be started were not recovered, and insufficient clinical details. B5 erroneously included a packaging issue in the narrative on the initial manufacturer device report number 1220648-2025-30749. G1 reporting contact first and last name was erroneously entered on the initial manufacturer device report number 1220648-2025-30749. H6 medical device problem code 2306 and component code 4747 was erroneously entered on the initial manufacturer device report number 1220648-2025-30749.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and after implant the pump did not start. Consequently, the impella cp device was explanted and successfully replaced. It was further reported the 14f peel-away sheath was not in the impella cp package as expected, and consequently, the team secured and used a long sheath from a stand-alone package. There was no report or indication of harm to the patient.

Manufacturer narrative:
Some patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.